Event description:
A caller reported a minimum fill notification for their insulin pump. There was no adverse impact to the customer's blood glucose level. The customer attempted to load a new cartridge, but the issue was not resolved by reloading the same cartridge. Technical support instructed them to clean the pneumatic tap area and ultimately determined that the pump needed replacement due to a housing damage issue. Cts to replace pump. Customer reverted to an alternative method of insulin therapy.